Manufacturer narrative:
Sc-1110 (sn (B)(4)) the complaint in regard to the charging issue was confirmed. In the patient's data, the daily battery usage changed gradually from 30.55 mv to 684 mv. Currently, the ipg exhibited premature battery depletion, and excessive sleep current. The vh impedance was low. These are the characteristics of analog ic-u1 damage due to high-voltage transient. The complaint in regard to the warming feeling was not confirmed. The patient's data showed that the maximum temperature was registered as 41.07 degrees c, within the limit of 45 plus minus 1 degree c.

Event description:
A report was received that the patient was experiencing frequent ipg charging and the remote control would not connect to the ipg. The physician suspected malfunction. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging and the remote control would not connect to the ipg. The physician suspected malfunction. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging and the remote control would not connect to the ipg. The physician suspected malfunction. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that during the explant procedure the leads were showing high impedances and were replaced. The patient was doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead 70cm.

Event description:
A report was received that the patient was experiencing frequent ipg charging and the remote control would not connect to the ipg. The physician suspected malfunction. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the leads will not be returned as they were discarded. One lead was cut during removal and part of it remains attached to the ipg. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging and the remote control would not connect to the ipg. The physician suspected malfunction. The patient will undergo an ipg explant procedure.